Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) examined the system on-site and found host pc no longer auto-boots, requires manual power-on. To resolve the reported issue, the fse replaced the host pc, and new licenses were loaded and return the parts for analysis, but no failure was confirmed. After the fse replaced the host pc, loaded new license file, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system (host-pc) was not booting up. No harm was reported to philips. Philips has started an investigation of this complaint.